Event description:
Reporter alleged obtaining a result of 14.0 mmol/l on the aviva system compared back to back with a result of 7.0 mmol/l on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.